Event description:
It was reported by an emergency room (ER) physician that a vns pt was having painful stimulation in her neck and felt that the device was stimulating too often. Later info from the pt's physician, however, indicated that the pt had a manic episode - during the episode the pt had visited the ER multiple times, and all of the reported events were due to her psychiatric problems with the manic episode. The physician stated that none of the events were caused or even related to vns whatsoever, but solely a part of her mental disease. The pt's device was "off for right now" and the physician indicated that "he did check it", and no problems with the device were reported (no specifics available). The physician indicated that the vns was not shut off to preclude a serious injury.